Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when reviewing data from the remote home monitoring system oversensing of noise and high threshold measurements with loss of capture for right ventricular (rv) lead channel was observed. The cause of the noise and loss of capture remained unknown. It was noted that the patient is not pacemaker dependent and no asystole occurred. A revision procedure was performed where the rv lead was explanted and replaced. The implantable cardioverter defibrillator (ICD) remained in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. No noise noted on the e-grams and event markers. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The implantable cardioverter defibrillator (ICD) was explanted due to an anomoly reported on report number 2124215-2018-07326.